Manufacturer narrative:
(B)(4). Physio-control determined the cause of the malfunction to be excessive current leakage due to process residue around the filters fl9 and fl10 on the analog pcb assembly. The leakage depleted the internal hlc batteries charge. A replacement device was provided to the customer.

Event description:
Upon power on, it was reported that the device voice prompts started but stopped midway. The device appeared to have lost power. There was no pt use associated with the event. Physio-control evaluated the device and found that it would not power on.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.